Event description:
It was reported that the patient had High blood glucose due to that patient cannula got fell out and treated with Pen on (b)(6) 2026.

Manufacturer narrative:
(b)(6) . Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 3003442380.